Event description:
The following descriptions of the event were provided by the distributor in (B)(6). "Dear friends avea respirator sn. (B)(4) has fault with fi02 error. We have replaced o2 cell but it doesn't solve. To be sure we disconnect air supply and fi02 increases as we set." "Respirator doesn't sense what we set fio2. Low fio2 error occur. Blender calibration doesn't work because every step we just read 21 percent oxygen." " when nurses saw that error disconnect respirator from patient so there is no harmful for patient".

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of january 27, 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.